Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that during procedure the stent (subject device) was deployed, it was well positioned distal and proximal. It did not make contact with the vessel in the middle area, even after performing a balloon angioplasty three times with an hyperglide. The patient woke up well, responded to stimuli, mobilized limbs. Patient will remain in ICU (intensive care unit) for 48 hours and will be evaluated the next day. No additional information available.

Manufacturer narrative:
D4 lot # - corrected from 00208616 to 23914120. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer stated that the catheter tip was not shaped. Continuous flush was maintained. There was no resistance encountered during navigation of the flow diverter device to the target lesion and no resistance encountered during the flow diverter deployment. The flow diverter was recaptured/resheathed back 3 times during the procedure. The size of the flow diverter was appropriate for treatment site. The anatomy was severely tortuous and the physician feels that the anatomy and/or location of intended area of treatment may have contributed to the reported event, due to high tortuosity. Access was through femoral. The location of the flow diverter when it failed to open was the cavernous segment in ica(internal carotid artery). The preoperative type, shape, and size of the intracranial aneurysm was paraophthalmic, saccular aneurysm, medium size. There were no changes noted to the vessel wall at implantation site. There was no medical intervention performed. The patient was not put on any medication post-procedure due to the reported issue. The patient received dual anti-platelet agents prior to and post procedure: dual antiplatelet regime one week prior and for the following 6 months until follow up angiographic control. The patient¿s current status is asymptomatic, scheduled follow up in aprox. (B)(6) 2024. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.

Event description:
It was reported that during procedure the stent (subject device) was deployed, it was well positioned distal and proximal. It did not make contact with the vessel in the middle area, even after performing a balloon angioplasty three times with an hyperglide. The patient woke up well, responded to stimuli, mobilized limbs. Patient will remain in ICU (intensive care unit) for 48 hours and will be evaluated the next day. No additional information available. Update: additional information was received on 03-nov-2023 stated that the patient received dual antiplatelet regime one week prior to the procedure and for the following 6 months until follow up angiographic control. The stent (subject device) did not open at cavernous segment in ica (internal carotid artery). The physician feels that the anatomy and/or location of intended area of treatment may have contributed to the reported event due to high tortuosity. The patient is asymptomatic, scheduled follow up in aprox. (B)(6) 2024. No additional information available.